Event description:
It was reported the doctor "ratcheted back" and could not get the stent that was being placed in the biliary system to deploy. The handle then fell apart on the floor. The delivery system was removed from the patient and another device was used to successfully complete the case. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown.